Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device confirmed reported breakage. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while using the locking screwdriver to implant a locking screw in the metaglene, one of the 4 tips on the screwdriver broke off. The fragment was retrieved without incident and the screwdriver continued to function for the rest of the case. No surgical delay.